Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely high rheumatoid factor (rf) results generated by the unicel dxc 800 synchron clinical systems. The rf results were reported out of the lab. It was confirmed that no patient treatment occurred.

Manufacturer narrative:
Customer is using reagent lot m004772 and calibrator lot m911470. Qc provided by the customer was acceptable. No calibration issues or system error messages have been reported. Service was not dispatched for this event. Investigation into root cause of this event is ongoing.